Manufacturer narrative:
No returns were provided for this evaluation. An abbott field service engineer visited the customer site and inspected the analyzer. A number of hardware items were replaced including the sample syringe seal tips 1 and 2 (list (B)(4)) and cleaned the water bath incubator. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect c4000 system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer reports that one patient sample generated an initial clin chem magnesium assay result of 6.8 mg/dl generated on an architect c4000 analyzer. The sample retested at 1.8 mg/dl. The customer uses a normal reference range of 1.6 - 2.6 mg/dl. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).